Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported event could not be determined. The center reported that the patient was experiencing rvad occlusion alarms. The vad coordinator reported that the tlc-ii driver would work for a few hours to a few days before the right-side occlusion alarm were activate and remain constant. There was no harm to the patient as a result of the issue but the alarms were annoying and required the tlc-ii driver to be exchanged. The vad coordinator stated that, although they could not be certain, it did not appear that the patient was having a true occlusion issues and that the problem appeared to be with the tlc-ii. When the patient was changed to a dual drive console, no alarms would occur. The patient reportedly expired on (B)(6) 2019 due to a hemorrhagic stroke. The pvads were not returned for evaluation. The patient's death was investigated in MFR # 2916596-2019-04182 and MFR # 2916596-2019-04446. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Second pvad reported under: MFR# 2916596-2019-04184. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rvad occlusion alarms whenever they were connected. The center would like a new tlc ii driver. It was reported that the driver would work fine for a few hours or maybe a few days but then the right side occlusion alarms that would almost constant. This did not cause any harm to the patient.